Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility in b5 of the user facility medwatch report and info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). Carefusion issued a return goods authorization (rga) # to the user facility for the return of the alleged faulty driver assembly for eval. As of the date of this report the alleged faulty driver assembly has not been received. The following info concerning the user facility's allegation that carefusion plans to reduce their spec for replacement of the driver assembly from 4000 hrs to 2000 hrs. At present carefusion has no plans to reduce the preventive maintenance replacement interval from 4000 hrs to 2000 hrs. Additionally, the operator's manual contains the following caution on page 75: caution: please do not clean the driver diaphragm with cleaning solvents as it may degrade the materials causing premature wear of the driver diaphragm.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called to report that they found a torn driver on their 3100b vent. The tear is about 3 inches in length. I explained to him about "tears" and explained how "cleaning methods" can influence/precipitate "tears." I explained to him that with the recent h1n1 concerns, cleaning wipes are being used to clean the vents between pts. I also explained to him that these vents are being placed on the sickest pts so very high setting are being used. Heat produced by the driver along with the cleaning agents result in a chemical reaction that causes driver wear/tears. I reminded him that the driver area does not come into contact with the pt so this area does not need to be wiped down and cleaned. [Name removed] is factory trained. This vent only has 1833 hrs. He will be performing the driver replacement. I provided p/n 24-773937 and price (B)(4). He will remind the rt staff that the driver area does not need to be disinfected (wiped down)."